Manufacturer narrative:
There was no indication the patient suffered a permanent injury. An evaluation of the vaserlipo system found the ultrasound board had been mis-tuned which caused the handpiece and probe to overheat during use. The ultrasound board was replaced. The system was tested and found to function normally.

Event description:
A report from a user facility in united states indicated that a patient suffered second degree burn in the left lateral chest and in the abdomen at the port sites during a lipo plastic procedure with the vaser system.